Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response and pleurisy while using the device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.